Manufacturer narrative:
(B)(4). This is a combined initial / final report. Patient information is not allowed by country regulations. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: unknown liner, catalog #: unknown, lot #: unknown. Medical product: unknown cup, catalog #: unknown, lot #: unknown. (B)(6). As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. Surgeon confirmed on (B)(6) 2020, that are no further xrays or patient notes or explanted product codes available. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient was revised due to ceramic head and liner fracture (obsolete products that are no longer available). The explanted combination was a trilogy ab shell, a trilogy ab liner and a biolox forte head. Attempts have been made and additional information on the reported event is unavailable. Surgeon confirmed on (B)(6) 2020, that are no further xrays or patient notes or explanted product codes available.